Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A medical doctor reported a system message displayed during a procedure and the system was rebooted to clear the message. After the reboot, a "burnt smell" was noted by the facility. A second system was brought in and used to complete the remainder of the procedure. There was no pt impact reported.